Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the sipap ventilator stopped giving CPAP therapy. The customer confirmed that there was patient involvement associated with the event however no harm was noted.